Manufacturer narrative:
Patient age was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The umbilical cable was adjusted and found to be fully functional. Additionally, the cabling was noted to be replaced and the strain relief nut was secured. The imaging system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system could not perform a 2d lateral image acquisition. It was noted that an anterior posterior (ap) image was taken without issue. 3d imaging functionality was noted to operate without issue. The imaging system was restarted and the foot pedal was used without resolution. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.